Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure that thrombosis occurred. The pt had a 2.5x16mm taxus express2 drug eluting stent (des) placed in the proximal left circumflex (lcx) artery. Five hundred and ninety three days later, the pt returned with thrombosis in the proximal cx. There were "showering clots" in the stent. The area was dilated with a 3.5x15 quantum balloon to 16 atms. Intravascular ultrasound was used and it was noted tht the stent was "undersized." A 4.0x8mm quantum balloon inflated to 16 atms was then used. The pt was on plavix and aspirin. The pt was given heparin and integrilin. In addition, the pt was given amiodarone for a ventricular fibrillation (vf) arrest. It is not known when the vf arrest occurred. Six hundred plavix was given at the end of the case. Additional information has been requested, but not received.